Event description:
The datascope representative reported that a patient enrolled in the safeguard manual assist study developed a hematoma. The safeguard 24 cm dressing was removed and manual pressure was held for twenty minutes. The site was slightly bruised and tender. The patient was sent to interventional radiology for an ultrasound and it was determined that the patient developed a pseudoaneurysm. The following day the pseudoaneurysm was treated with a thrombin injection and ultrasound guided compression. A follow-up ultrasound was performed the following day and revealed that the treatment was successful. The patient was stable and discharged. No further complications were reported.

Manufacturer narrative:
Literature indicates that the most common risk factors for pseudoaneurysms are, difficulty in access resulting in multiple punctures or punctures of the superficial femoral artery or the profunda. Based on this information, we believe that safeguard 24 cm was not a factor in the reported pseudoaneurysm.